Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that he experienced concerns with 2 of the 4 infusion sets that he used. A couple of months ago, pt manually inserted a headset in a quick, straight motion. Blood glucose elevated "pretty (B)(6) high" 10-12 hours later. Target blood glucose is 100 mg/dl. Pt removed the headset and noticed the cannula was bent in 2 spots. There was also insulin leakage at his infusion site. Pt inserted a different type of infusion set, and his blood glucose decreased to his normal range. During the second event, pt noticed it was difficult for the introducer needle to pierce his skin. Pt had to use more force than usual. Pt used this type of infusion set for a total of 12-14 days. Alleged infusion sets were discarded and will not be returned for eval. Request was submitted for replacement product. The pt did not require assistance from a health care professional or second party to address the issue.